Manufacturer narrative:
Initial reporter address: (B)(6). Correction/removal reporting number: 3010291427-06/21/2022-001-c. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids leaked from ports 1 through 3 during use of an em2400 valve set. This issue was identified during delivery at the pharmacy using an automated compounding device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: july 13, 2022 - july 14, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.